Event description:
(B)(6).according to the information received, the connector on the end of the catheter got loose and the catheter could not get pulled out of the urethra.

Manufacturer narrative:
Product has been requested but as of to date no product was available for testing. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional information become available a follow-up report will be submitted.